Event description:
There was an allegation of questionable results for one patient sample tested with the na electrode and k electrode on a cobas 8000 ise 1800 module. The initial sodium result was >180 mmol/l. The repeat sodium result was 138 mmol/l. The initial potassium result was 6.3 mmol/l. The repeat potassium result was 4.2 mmol/l.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but not provided. The field service engineer (fse) found that the reagent dispensing nozzles were bent. The fse repaired the nozzles and performed successful ise checks, calibration, and qc. No further issues were reported since the service visit. The investigation determined the cause was hardware-related, and the service actions resolved the issue.